Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer attempted to add insulin and reported receiving an inaccurate fill estimate. The customer reloaded that same cartridge and the issue was resolved. There was no impact to the customer's blood glucose level.